Event description:
It was reported that prior to an implant procedure, a manufacturer representative tried to program an implantable neurostimulator (ins) while it was in the package but could not get the clinician programmer to read the ins. A different ins was tried and the issue was resolved. The patient¿s status was normal. A manufacturer representative tried to perform telemetry with the ins again on 2014-07-31 and was able to do so normally.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the manufacturer representative suspected the previous representative did not line up the devices correctly and that was why they were unable to sync the implantable neurostimulator (ins). The ins was still in the box and wrapped up. The reporter attempted to replicate the issue but found the device to be working. They were able to line up the devices and get the ins to synch so they believed there was nothing wrong with the device as it was not opened.

Manufacturer narrative:
(B)(4).